Event description:
Following successful implantation of the excluder bifurcated endoprosthesis, the pt reportedly had no movement or feeling in the legs. After several days in the hosp, pt's symptoms improved but without complete resolution. Pt was admitted to a nursing facility. Physician believes that this loss of feeling/motion may be due to an inadvertent infarction of a vessel feeding the spinal column, and does not feel that this was related to the selection of the type of endovascular device or related to the excluder device specifically.